Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Mfg site eval: samples received: 7 open pouches. There are no previous complaints of this code/batch. There are no units in OEM stock. Received seven open samples, three of them have the aluminum pack stuck to the plastic film. The first pack sealed to second pack in the 4th sealing has been found to be due to an accidental effect in the welding machine and these units were not sorted out by the personnel involved in this process. Final conclusion: the complaint is corresponding (justified). Corrective/ preventive actions: OEM has initiated a corrective action in order to avoid this in the future.

Event description:
Country of complaint: (B)(6). First packaging sealed to second package.